Event description:
Ous MDR - an orsiro drug eluting stent system was selected for use. It was reported that during inflation the balloon of the stent system ruptured at 10 bar. No further information available.

Manufacturer narrative:
The device was not returned to biotronik, no angiographic material was provided, no information on vascular morphology was obtained. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The final root cause for the leakage is most likely related to external factors during the procedure.